Event description:
It was reported that the previously implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited conversion difficulty during induction testing. The patient underwent induction testing which was ineffective. The s-ICD system was explanted and replaced with a trans-venous system. However, despite multiple attempted configurations, the patient still experienced conversion failure during induction testing. The physician elected to explant and replace the newly implanted right ventricular (rv) lead. The conversion difficulty still persisted with the replacement rv lead. It was stated the physician is considering another lead implant, but this has not occurred and no further information was available. At this time, the device remains implanted and the patient is stable.